Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8578, serial# unknown, implanted:(B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving baclofen (unknown, 799.5 mcg/day, 2000 mcg/ml) via intrathecal drug delivery pump for an unknown indication for use. It was reported that the hcp performed a catheter revision surgery on the date of this report and noticed that the 8578 (pump proximal catheter revision segment) was not fully connected to the spinal segment of the catheter; therefore therapy was not occurring. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump segment was replaced with a new 8578 which resolved the issue, and the hcp was able to get good flow in the catheter. The patient status at the time of this report was "alive - no injury." The explanted 8578 would not be returned as the customer discarded it. No further complications were reported.